Event description:
It was reported that the high impedance was found on the patient's vns and it was suspected to be due to a lead break. The patient was referred for lead revision surgery. Clinical notes were received as part of the referral for replacement, and the notes stated the patient has violent seizures at times which may have contributed to the high impedance. It was reported that the exact cause of the high impedance was unknown, and that chest x-rays had been reviewed which found no anomalies. Also, further clinical notes were received which revealed that impedance was ok approximately 4 months prior to the high impedance being found. It was reported that the surgery occurred to remove the generator and unravel the lead from the pocket. After this, impedance changed to normal values and the generator and remaining lead was placed back in the pocket. A review of device history records for the lead shows that no unresolved non-conformance's were found. The device met all specifications for release prior to distribution. No additional or relevant information has been received to date.